Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Error in locking during medical procedure was reported. Drill touched nail first.

Manufacturer narrative:
Evaluation revealed the target device gamma3 to be the subject product. Both speedlock sleeves returned were considered as an associated products. A review of the inspection records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal misdrilling could not be confirmed or reproduced. Regarding misdrilling the operative technique has already been modified by an engineering change. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure. The event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. Investigation revealed no nonconformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities. Review of complaint history, CAPA databases, risk analysis and labeling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
Error in locking during medical procedure was reported. Drill touched nail first.